Manufacturer narrative:
A steris service technician inspected the amsco 7052hp washer/disinfector and found metal burrs present around the door gasket. The technician filed down the metal burrs, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee received a cut to their hand while cleaning the door gasket of their amsco 7052hp washer/disinfector. The employee sought and received medical treatment (stitches).